Manufacturer narrative:
The reported event of an inability to interrogated was confirmed. The available information was reviewed by abbott engineering. There was evidence of a failed communication between the device and merlin programmer found, however, without a device return, the root cause for the inability to interrogate could not be determined.

Event description:
During an in clinic follow-up, the device was interrogated and was unable to communicate via bluetooth telemetry. However, the device was able to be interrogated using inductive telemetry and was able to be paired with mobile phone via bluetooth. No intervention has been performed at this time. The patient was in stable condition.